Event description:
Operator error led to incorrect results being reported for four patients using the advia 1650 creatinine - jaffe assay. Based on the erroneous results each patient was given an increased dose of chemotherapy that they should not have been given. The increased dose was determined not to be harmful to the affected patients. The customer recognizes that the incident was the results of the operator failing to validate the patient results before they were reported.

Manufacturer narrative:
A siemens field service engineer was sent to the site and he found low aspiration at the dilution washer. He flushed the lines and drained the waste in the vacuum tank. After this was done the system operated as intended. For MDR reporting purposes this event is considered closed.